Event description:
Disc herniation with stenosis l4-l5 procedure. Upon removal of arthrocare microdiscoblater, surgeon noted titanium tip of probe electrode was not intact. There were 2 tips pre-op and only 1 post-up.